Manufacturer narrative:
(B)(4). The insulin pump was received with critical insulin pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify charge battery anomaly and failed battery alert due to critical insulin pump error.

Event description:
Information received by medtronic indicated that the insulin pump had failed battery test and condensation inside the screen. Customer stated frequently battery changes. No harm requiring medical intervention was reported. The insulin pump was not returned for analysis.